Manufacturer narrative:
Insulin pump received with broken battery tube threads. Insulin pump received with cracked lcd window.

Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had a crack on top of the battery compartment and missing piece. Customer's blood glucose was 97 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.